Event description:
It was reported during implant, before the pocket was closed, the defibrillation threshold did not rescue the patient after the first shock. External defibrillation was used. Another induction was performed and again the device did not rescue the patient and external defib was used. The device was found in backup vvi. This device was not implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Evaluation description: the reported field event of backup vvi was confirmed. The device was tested on the bench and automated test equipment and no anomalies were observed. The cause of backup vvi was when external defibrillation was used while charging high voltage.